Manufacturer narrative:
Qn#(B)(4). The customer provided one image showing the distal extension line from a cvc. A hole/cut was observed adjacent to the distal hub. The customer returned one, 3-lumen cvc for analysis. Signs of use in the form of biological material were observed inside the extension lines. Visual analysis revealed that the distal extension line contained a hole adjacent to the brown luer hub. The shape of the hole appears consistent with damage due to contact with a needle bevel. Microscopic examination revealed that the edges of the hole are smooth and uniform. The outer diameter of the distal extension line measured 2.17mm, which is within the specification limits of 2.13mm-2.21mm per the distal extension line extrusion product drawing. The distal extension line inner diameter measured 1.4478mm, which is within the specification limits of 1.420mm-1.50mm per the distal extension line extrusion product drawing. A lab inventory syringe filled with water was attached to all three extension lines and flushed. When flushing the distal line, water was observed leaking from the hole. No leaks were noted when flushing the medial or proximal line. Performed per IFU statement , "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". A manual tug test confirmed that all extrusions were secure to their respective luer hubs. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300 psi) to reduce risk of intraluminal leakage or catheter rupture". The IFU also states, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report of a leaking extension line was confirmed through complaint investigation of the returned sample. Visual and functional analysis revealed a leak on the distal extension line. The appearance of the damage is consistent with contact with a needle bevel. Despite the damage, the distal line met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "broken parts - extension line of luer-lock" there was no reported patient harm or injury. The patient's current condition is reported as "fine".

Event description:
It was reported "broken parts - extension line of luer-lock" there was no reported patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).